Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual, functional and scanning electron microscopy imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily tortuosity, moderately calcified, de novo 99% stenosis in the mid right coronary artery (rca). The 3.25x12 mm nc trek balloon catheter was advanced for post-dilatation; however, the balloon ruptured at first inflation at 8 atmospheres. A second 3.25x12mm nc trek was used for post-dilatation and finish the procedure. There was no resistance felt during advancement or removal of the device. The nc trek was submerged in the saline and the device was prepared outside of the patient. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.